Manufacturer narrative:
Mindray service representatives replaced the radio transceiver board and reloaded the system software. Tested, calibrated and safety tested to factory specifications.

Event description:
Customer reported that panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.